Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. During troubleshooting pump was reset and issue was resolved.